Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to remove was confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove appears to be related to user error. Destructive analysis of the driveshaft revealed a spring tip filar fragment lodged under the driveshaft. The damaged/fractured spring tip indicate that the spinning oad driveshaft made contact with the spring tip. The diamondback 360 peripheral orbital atherectomy system instructions for use (IFU) 92-10017 revision c), warns: ¿never advance the orbiting crown to the point of contact with the guide wire spring tip or other distal device. The maximum travel of the crown advancer knob¿and therefore the shaft tip¿is 15 cm. Moving the crown advancer knob forward moves the shaft tip an equal distance toward the guide wire spring tip. When moving the crown advancer knob, make sure there is sufficient distance between the guide wire spring tip (or other distal device) and the distal end of the shaft (10 cm minimum). If the distance between the shaft tip and the guide wire spring tip (or other distal device) is insufficient, the shaft tip may damage the guide wire spring tip (or other distal device) and result in device or component dislodgement. Distal detachment and embolization may result.¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Following low speed and medium speed treatments, in a heavily calcified left superficial femoral artery, the stealth 360 orbital atherectomy device (oad) stopped spinning. The oad became stuck on the viperwire advance peripheral guide wire. The oad and wire were removed together. During removal, the oad felt warm. The oad was spun ex vivo and the oad was reported to be hot to the touch. An attempt was made to separate the oad and guide wire but was unsuccessful. The patient was stable with no adverse effects. The wire was returned engaged in the device. During device analysis, resistance was observed when attempting to remove the wire from the device. Further analysis revealed spring tip coil material within the driveshaft which indicated a guide wire fracture.